Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. When the device was inserted, it was not able to advance. When the balloon was inflated on the spot, the balloon ruptured at 4 atmospheres. The procedure was completed with a different device. No patient complications were reported.